Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, scope connector contact failure was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the scope detection with the visera pro video system center was not working. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred during pre-use inspection for a diagnostic procedure. Subsequently, the intended procedure was completed using a similar device with no delay and no consequence to the patient. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the root cause of the reported issue was not identified. Based on the results of the investigation, no additional defects, other than what was found during estimation (scope connector contact failure) were confirmed. Olympus will continue to monitor the field performance of this device.